Manufacturer narrative:
The review of the data provided from 19 may 2026 confirmed that the subject pacemaker was in vvi mode at 70 bpm when it has been interrogated. The investigation of the data provided shows that on 19 may 2026 at 10h36, the red cross from the manager screen (initial screen of the programmer before starting the interrogation) had been pressed by the user and that the user accepted the pop-up message that advised the user that the nominal mode that the nominal settings would be programmed. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the subject teo dr pacemaker was found in vvi 70 during inhouse follow-up. Dr wants to know when the back-up mode was initiated and the possible cause.